Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that, after a knee arthroscopy procedure, upon finishing and clearing the surgical table, it was noticed that a part of the probe straight was missing. The patient was evaluated with a c-arm, which obtained a view of where the missing part of the instrument was located in the patient's knee. An arthroscopy was performed on the same day ((B)(6) 2025) to retrieve the foreign body from the patient. Patient status is good.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a knee arthroscopy procedure, upon finishing and clearing the surgical table, it was noticed that a part of the probe straight was missing. The patient was evaluated with a c-arm, which obtained a view of where the missing part of the instrument was located in the patient's knee. An arthroscopy was performed to retrieve the foreign body from the patient. Patient status is unknown.